Event description:
It was reported that during the attempted implant there was lead placement difficulty. Physician was unable to get the screw to deploy. Once the lead was removed from the body, screw deployed. Physician elected to not use the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the attempted implant there was lead placement difficulty. Physician was unable to get the screw to deploy. Once the lead was removed from the body, screw deployed. Physician elected to not use the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).